Manufacturer narrative:
The date of the event is approximate. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Event description:
During percutaneous transluminal angioplasty and atherectomy of right leg, after using the diamondback coronary orbital atherectomy device (oad), it was noticed that the viperwire advance guidewire was fractured. The guidewire had broken in mid-wire shaft. Three or four treatments were performed prior to guidewire fracture. The wire fragments were removed using a coronary snare system. The wire was successfully retrieved without any complications.